Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had buttons did not get to respond and the screen was blank. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer stated that she changed the reservoir and then started to notice that the buttons were unresponsive so changed the battery and now there was a picture on the screen. Customer stated that open image was displayed on the screen. The device will not be returned for analysis.

Manufacturer narrative:
Pump received with flashing white display. Unable to perform the sleep current test, active current test and self-test due to flashing white display. Unable to download history files and traces using [thus] due to flashing white display. The pump was cut open to perform visual inspection and found moisture damage on the [keypad flex connector / pcba 1 j2, j5, j6, j7 / pcba 2 j1 / force sensor / motor / harness assembly vibrator] was found. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, cracked case on the battery tube side, and cracked case corner of belt clip rails. Unable to verify critical pump error (open book image) due to flashing white display. Unable to verify unresponsive keypad due to flashing white display. Blank display was not observed during analysis. Blank display not confirmed. Flashing white display was confirmed during analysis due to moisture damage on [keypad flex connector / pcba 1 j2, j5, j6, j7 / pcba 2 j1]. Exposure to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.